Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a homechoice device during dwell six of six or peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the alarm. The power was cycled to clear the alarm. The patient planned to continue therapy the following morning after contacting their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.